Manufacturer narrative:
A patient presented with an infection at the lead/extension site was reported to abbott. The patient was admitted to the hospital, and antibiotics were given. The ipg and both extensions were explanted to address the issue. The infection has resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer report number: 1627487-2023-04381, 1627487-2023-04382. It was reported that the patient presented with an infection at the lead/extension site. The patient was admitted to the hospital, and antibiotics were given. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg and both extensions were explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates that the infection has resolved.